Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The device inflated and held pressure for 5 minutes, without leaking. There was no evidence of any damage or irregularities contributing to the reported difficulty. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon malfunction occurred. The target lesion was located in the tibial and peroneal artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during inflation with an encore 26 inflation device at 14 atmospheres, no change was noted on the balloon's diameter under fluoroscopy. Afterward, the solution in the inflation device was verified by placing under fluoroscopy where it was clearly visible. The device was removed and tested outside the patient without issues. The clinical outcome showed improvement of the patient and the physician concluded the treatment was successful.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon malfunction occurred. The target lesion was located in the tibial and peroneal artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during inflation with an encore 26 inflation device at 14 atmospheres, no change was noted on the balloon's diameter under fluoroscopy. Afterward, the solution in the inflation device was verified by placing under fluoroscopy where it was clearly visible. The device was removed and tested outside the patient without issues. The clinical outcome showed improvement of the patient and the physician concluded the treatment was successful.